Event description:
A report was received that the patient underwent a pocket revision due to discomfort. The physician implanted two extensions and repositioned the ipg from the right hip to the left hip. The patient was reportedly doing well following the procedure.